Event description:
A pneumothorax was reported during a galaxy-assisted biopsy procedure. Initial tilt sweep showed that the physician initially achieved clear visualization of the lesion and used breath-holds and conservative targeting due to the lesion's high-risk pleural and fissure-based location. After several biopsies, the scope appeared more distal than expected, leading to withdrawal and re-navigation. Subsequent tilt sweeps showed the lesion appearing progressively more proximal relative to the af overlay, raising concern that the lesion had shifted. Despite performing five tilt sweeps, including attempts to isocenter based on the preoperative CT, the lesion could not be confidently re-identified. Fluoroscopy was then used to assess for complications, confirming a pneumothorax. Following this finding, biopsy was discontinued and the team proceeded only with ebus. Tomo motion interference errors were also observed during the sweeps, resulting in adjustments to c-arm position and sweep length. Attempts to gather patient demographics were unsuccessful.

Manufacturer narrative:
System manufacturing records were reviewed and found no issues associated with this case. Due to unavailable system logs, the specific scope used in this case could not be confirmed, and a complete device-specific record review could not be performed. Investigation of the tomo motion error and difficulty locating the lesion concluded that the adverse event was most likely related to the lesion's high-risk peripheral location. Biopsying in the lung periphery carries an inherently higher risk of pneumothorax, and available evidence supports that the lung wall was punctured during sampling. No issues were identified with af or other galaxy imaging functions, and the system was operating as intended. Video review identified no use errors or system malfunctions. The physician's articulation of the scope and progression through parenchyma were consistent with expected navigation toward a peripheral lesion, and suspected parenchymal breakthrough was within normal procedural expectations. Needle and forceps biopsies were performed under live fluoroscopy, following standard workflow, and no unintended scope motion or deviations from expected galaxy behavior were observed throughout the procedure. The physician did not attribute the pneumothorax to the galaxy system, stating it was due to the lesion's extremely close proximity to the pleura and diaphragm, an inherently high-risk location for transbronchial biopsy. The physician also confirmed that the patient had been counseled in advance regarding the elevated pneumothorax risk. Video review supports this attribution, showing appropriate technique and stable system performance with no device-related contribution to the event.